Event description:
Consumer called into customer care to report that"... His blood glucose readings are all over the place...". It was reported to nova biomedical that a consumer received a result of 49 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 106 mg/dl and 112 mg/dl.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer admitted that does not wash his hands before testing as stated in our directions for use. The difference in the consumer's readings was determined to be clinically significant. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The meter and test strips will not be returned for eval. The consumer refused to return meter because he takes the meter with him to the doctor's office. Test strip lot #: 1020214204. Expiration date: july 2016. Control solution lot #: 1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.